Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms with different supplies. Customer reported blood glucose (bg) level was 300 (mg/dl). Manual injections was used to correct elevated bg level. No troubleshooting could be performed as the customer had changed out all supplies prior to contacting tandem technical support. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.